Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a inspiris valve underwent redo aortic valve replacement after an implant duration of five (5) years, 10 months due to pannus with notable stenosis. The patient initially presented with shortness of breath and fatigue. The explanted valve was replaced with a 23mm non-edwards valve. The patient was noted to be in stable condition post procedure.